Event description:
It was reported that during one week post implant follow-up, it was noted the right ventricular lead was dislodged. The lead was repositioned on (B)(6) 2015. The patient was stable pre and post procedure.

Manufacturer narrative:
(B)(4).